Event description:
Resident was in shower chair as two nursing assistants were rolling her down our hallway when the back left wheel broke off. The shower chair started to topple over but the nursing assistants were able to keep the resident in the chair from harm. One of the nursing assistants was injured in the process. Her left shoulder/arm was bruised, right ankled twisted, and lower back straineddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.